Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the procedure was an eventration on stoma, open procedure. Crp rates was very high so surgeon decided to explant the permacol mesh before the death of the patient. Surgery was performed 3 weeks after the initial surgery explant permacol mesh. The surgical time extended 30 minutes or more due to the product problem. There be an additional operation performed to correct the issue.